Event description:
Acell device psm01710 was used as anastomosis reinforcement in a small bowel repair. Approximately 6 weeks later, surgical intervention was required due to stenosis symptoms unresolved by conservative measures. During the explant procedure, multiple bowel adhesions wer visualized, and a colectomy was performed.

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified, and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. There was no report of device failure at the time of surgery.